Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A rep stated that hey were doing a lead revision on pt tomorrow because pt got ins changed, but post implant pt had all high impedances. The rep was just calling to get lead lengths of old leads/extensions.

Manufacturer narrative:
Continuation of d10: product ID 3587a lot# n0024132 implanted: (B)(6) 2005 product type lead. Product ID 3550-29 lot# n159609 implanted: (B)(6) 2009 explanted: 2018-08-24 product type accessory product ID 748966 serial# nhu069007v implanted: (B)(6) 2005 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the revision will take place on (B)(6) 2025. The cause of the impedance issue was undetermined.

Manufacturer narrative:
Continuation of d10: product ID 748966, serial# (B)(6), implanted: (B)(6) 2005, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that rep said "all leads had 40,000 impedances." A device revision occurred. New paddle allowed for complete coverage of pain area. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name resume ii; product ID 3587a (lot: n0024132); product type: 0200-lead; implant date (B)(6) 2005; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). It was reported that during a battery replacement, all connections and impedances were within normal limits. The rep checked multiple times throughout the case. During post-op, it was noted that all 4 electrodes showed high impedances of over 4000. The issue was reported to the provider who believed it was due to fluid build-up in the pocket. Revision of the paddle was scheduled. The event resulted in a loss of stimulation. Troubleshooting was performed. The rep attempted different positions as well as trying to disconnect and reconnect the battery. The cause was unknown. The issue has not been resolved and is ongoing.